Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse found error code 57 ic logged and the atmospheric pressure to be fluctuating. So in order to fix the issue, the fse replaced the front end module. The fse then performed a pm, a full calibration, and tested the unit. The unit worked to the manufacturer¿s specs. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an autofill error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.